Manufacturer narrative:
Procedure performed: laparoscopy. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed there was a damaged cannula tip. During the manufacturing process, all kii balloon blunt tip trocars are thoroughly inspected and tested for functionality and performance prior to packaging. The root cause of this incident is likely due to additional instrumentation catching on the cannula tip during the procedure. Sharp instrumentation that comes in contact with the cannula tip may cause a slight deformation. Additional information was requested from the customer and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown- "near the sleeve a protuberance was discovered which could have injured the patient, however it was discovered early in the procedure. "Probably it happened during manufacturing when heating the plastic." The trocar was changed for another one." Patient status unknown.